Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through reset of pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned.